Event description:
Customer's spouse reported via phone call that the customer was hospitalized with diabetic ketoacidosis. It was stated that the customer woke up feeling nausea's and weak and tried to treat with the bolus wizard after eating. She then laid down and woke up feeling worse, checked her blood glucose which was at 311 mg/dl and decided to drive to the emergency room. Customer's blood glucose when arriving to the hospital was 511 mg/dl, at the time of admission was 425 mg/dl and current reading is 179 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found and the cannula was not bent. Insulin did exit the tubing with manual prime. Customer declined o check the settings and did not have a tubing clamp for the high pressure test. They were advised to change the entire infusion set and reservoir.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.